Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged battery connector was confirmed with the returned power module (serial # (B)(6). Visual inspection of the returned unit revealed the internal battery clip connector is damaged. The connector appears to have spread apart, which would have created a contact issue with the internal sla backup battery and have the potential to result in the reported charging issue. The damaged battery connector was replaced to resolve the issue. Performed all tests per procedure, which passed all testing. The unit was returned to the customer. A root cause that led to the damaged battery connector could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Hmii IFU and hm3 IFU rev c has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. In section 3 of both manuals, powering the system, describes all audible and visual alarms. This includes red battery and red battery/yellow wrench alarms. Red battery alarm: this indicates less than 5 minutes of power module backup battery power remain. Red battery/yellow wrench alarm: this indicate the power module backup battery is not functioning properly or it is not installed. Also, in this section describes how to set up the power module before use. To set up the power module, perform these tasks: install the power module backup battery. Connect the power cord. Connect the power module patient cable. Also, steps to ¿installing the power module backup battery¿ describes how to connect or disconnect for when the power module is not in use. In section f of both manuals, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 lot number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a bad battery connector inside because the backup battery did not hold a charge. Multiple backup batteries were tried but the issue was not resolved. The power module was sent back for repair.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.